Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange from textured implants due to concern with the product. Patient representative later reported "increased risk of alcl." Additionally, healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one linear opening, white particles calcification -like in device outer surface, flat creases and brown particles in device outer surface. A microscopic analysis and leak test were performed which identified, one sharp opening, broken sharp of plug strap and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side posterior assessed, as unidentified (tear) opening. Broken sharp of plug strap assessed, as unidentified (tear) opening. Total delamination of plug strap disk shell assessed, as adhesive failure.

Event description:
Device has been explanted.